Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The pump and cylinder were replaced with new components and connected to the existing reservoir. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The previous cylinder were replaced due to the was undersized. The new cylinders fit better in patient's glands.